Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm during fill one on a homechoice (hc) machine. The hp found a loose connection on the supply bag that may have contributed to the alarm. The technical service representative (tsr) assisted the hp to clear the alarm and to open the door so the hp could setup again with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.